Event description:
Product surveillance spoke to the home patient (hp) on (B)(6) 2012 regarding an unrelated alarm. The hp stated that they had been doing therapy for 4 years and one time they had a case of peritonitis. Product surveillance spoke with the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012. The pdrn stated that the hp was seen in the emergency room and diagnosed with peritonitis on (B)(6) 2011. The hp was treated with loading doses of fortaz (1gram, ip) and vancomycin (500mg, ip). The hp was then discharged home without being admitted to the hospital. The hp was seen in the clinic on (B)(6) 2011 and was started on fortaz (500mg, ip, daily) and vancomycin (250mg, ip, daily). The cause of this peritonitis event was unknown. The hp recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 2 of 4 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (gd881417, gd880757, gd879171 and gd878843) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.